Event description:
Medtronic received information regarding a lumbar drain device. It was reported the patient developed a fever ad was transferred to the ICU, may have been resulted by infection due to the product fault. Vir guided lumbar drain insertion was performed on (B)(6) 2022 for one of the patient .the lumbar drain was hung from the portable IV stand that was placed in the center on the right side next to the patient¿s bed because of the short tubing length. Noted that the patient often shifted from one side to another. The connection between the drain tubing and the catheter was secured by a transparent tegaderm. On (B)(6) 2022 at 0815 hours , the staff noticed that the lumbar drain tubing has been disconnected / dislodged from the connector . The tubing was clamped immediately and team doctors were notified immediately and came to the ward . On that day , the medical team plans to remove the drain after ffp transfusion and the lumbar drain was removed under aseptic technique at 1400 hours .the patient developed fever and fits and was transferred to ICU that evening. Nurse clinician checked with mo yesterday and they think drainage tube disconnection/dislodgement may have introduced infection. The tube might possibly disconnected due to traction and tension on the tubing caused by frequent patient motion from one side to another. However, it may also be due to a potentially defective drainage set. The malfunction could be seen as the tubing is disconnected from the luerlock from the lumbar drain. The system is malfunction and compromise. The device was removed as the patient was scheduled for a procedure that day.

Manufacturer narrative:
Device evaluated by MFR) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not tested as indication of potential infection in the patient has been listed in the complaint description. Due nature of pressurized tests and safety of lab equipment and personnel, testing was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.